Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. One of the readings the customer reported was found in meter memory. This is a final report.

Event description:
It was reported that during the procedure in the mid left anterior descending artery, a perforation occurred in the left ventricle. The perforation was not caused by an abbott device. A jostent graftmaster stent system was advanced but could not advance through previously placed unpsecified stents. The patient was "recathed" again; however, the perforation was not closed. The perforation was reported as shunting into the ventrical and the physician chose to leave it as is. The patient was discharged home in stable condition. Though requested, additional information was not provided.

Event description:
Customer reported receiving erratic readings on their adc meter. Customer reported receiving readings of 59 mg/dl and 267 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer also reported experiencing blurred vision. No self-treatment was reported. No third-party medical intervention was required. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted once additional information is obtained.